Event description:
It was reported to the manufacturer, by the end user, per the end user, that joerns employee was contacted by gc from his company. Unfortunately, I did not write down the name of the company, but it does have the name "c" in it. (Please note it has only one "m" in the name). Mr. (B)(6) was wanting to get a price on a new cradle for a hpl500. He mentioned in passing that there was an incident at the facility, but that no one had been injured. After I tried to contact product support for the proper item number for the cradle, I was informed that the incident needed to be recorded before we could do anything else. I reached back out to mr. (B)(6) and left him a voicemail. I received a call today from (B)(6) from (B)(6) healthcare. She said that as the patient was being moved from the chair to the bed, the cradle fell from the lift and the patient dropped to the floor. Unfortunately, the patient did sustain a head wound and a fractured hip. I requested some more information from ms. (B)(6), but she was not willing to give any other information because the family had mentioned litigation and she wanted to check with their legal team before she said anything else. She did say that the lift in question had been purchased in 2020 and it appeared that the cradle pin had come loose, and it also appeared to be worn. The lift was not purchased directly from us, but through direct supply. I recorded her name, email, and phone number and it is on this report. Complaint # (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.